Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and screening test of the returned device was performed following j&j medtech procedures. Visual analysis revealed reddish material inside the pebax, presumably blood and a hole on the pebax's surface. The device was connected to the carto 3 system and was visualized and recognized correctly. The force feature of the device was evaluated and the force values and the vector were observed within specifications. No force issues were observed during the test. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. Since reddish material was observed inside the pebax, and a hole in the surface of the pebax, this issue might be related to the force issue reported by the customer, therefore, the issue was confirmed. The potential cause of the pebax damage could be related to the usage of the device during the procedure; however, this cannot be conclusively determined. In relation to the pebax damage: the instruction for use (IFU) contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Prior to reinsertion, flush the tip to ensure that the irrigation holes are not plugged contraindicated. Do not use this catheter with a long sheath or short introducer < 8.5 f in order to avoid damage to the catheter shaft. The instructions for use (IFU) contain the following information: zero the contact force reading following insertion into the patient. The tip electrode and the two distal ring electrodes on the catheter tip must be outside of the sheath so that the force sensor is inside the body; refer to the user manual for the carto¿ 3 system for instructions on how to zero the contact force reading. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that the carto 3 system displayed high force readings when coming on ablation with the qdot micro catheter. The caller reported that the force reading would increase, from about 7g up to around 50-70g. The qdot catheter was replaced and the issue was resolved. The procedure continued. There was no patient consequence. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6)2024, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax and a reddish material inside the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.